Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.75 x 20 synergy ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was checked outside the patient's body and it was noted that the distal tip of the stent strut was found to be lifted. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous, mr, 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent strut damage; mid- distal struts stretched and pulled distally and proximal struts lifted and pulled distally. The undamaged stent od (outer diameter) was measured using a snap gauge which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip, extrusion and hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 2.75 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was checked outside the patient's body and it was noted that the distal tip of the stent strut was found to be lifted. The procedure was completed with another synergy¿ stent. No patient complications were reported and the patient's status was good.